Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "a lot of rippling along the edges of the implant and, half deflated" against a silicone gel device.

Event description:
Patient reported "is unhappy with the appearance and how the implants feel, a lot of rippling along the edges of the implant and, half deflated", "water blister on my right implant toward the bottom. It turned into a purple dark spot - it is raised.¿. Later patient reported "indentation on the top of their breast". This record is for the left side. The device remains implanted.